Manufacturer narrative:
The company representative was able to confirm the reported event. As such, the mirror was adjusted depth calibration was performed to address the issue. System was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and potential contributing factors to the reported complaint were identified. There are no findings that were determined to be relevant to this investigation. The root cause of the reported event is attributed to component wear. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that an incomplete flap resistance in the unknown eye during cataract surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).